Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# /(B)(6); implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported they cannot get their communicator to connect. It just flashes, but it never goes to solid. Yesterday, the patient couldn't get it all day long. Around 5 o'clock, it finally came on, but today, the patient had tried all day and nothing. The patient confirmed communicator has not been wet or dropped. The patient charges their handset and communicator every night. When asked event date, the patient stated ¿it happens occasionally, but you wait a half hour or something, and it works fine. But today and yesterday it hasn't worked all day¿. General use of handset and communicator was reviewed. The patient was unable to connect to the pump due to communicator not found but unable to resolve with restarting myptm app, ¿switch communicator¿, and resetting bluetooth and location. An email was sent to the repair department for communicator replacement. No patient harm reported.